Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported by a pharmacist at the user facility that a two screws had fractured during a procedure. The procedure was completed successfully. There was no medical intervention and no surgical delay.